Event description:
Reporter stated that the surgeon was attempted to implant a silicone lens model aq2010v into the eye and he thought the lens was getting damaged by the plunger of the injector. The surgeon opted not to implant the lens. No pt injury.

Manufacturer narrative:
Evaluation: the injector was not returned however, the iol was returned and visual inspection showed no visible damage to the lens. Clear and reddish surgical residue on lens. The cartridge was returned and evaluation shows no visible damage. Clear surgical residue on cartridge. Conclusion: (no conclusion can be drawn): based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector was not returned for evaluation.